Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that when removing the urinary catheter after placement, the balloon could not be loosened and could not be removed smoothly. And also reported that the catheter was exposure to the urine.

Event description:
It was reported that when removing the urinary catheter after placement, the balloon could not be loosened and could not be removed smoothly. And also reported that the catheter was exposure to the urine.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The potential root cause for this failure mode could be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml/cc od sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommend inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary contact adequate trained professionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragment have been removed from the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the urinary catheter after placement, the balloon could not be loosened and could not be removed smoothly. And also reported that the catheter was exposure to the urine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. - use luer tip syringe to inflate with stated ml/cc sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommend inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary contact adequate trained professionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragment have been removed from the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.